Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A review of the alarm information showed eight "abnormal sample aspiration" alarms. This alarm indicates a pipetting error, which is the most likely root cause for the non-reproducible false low results. Additional possible root causes for this event may be sample quality and insufficient maintenance.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4)

Event description:
The customer obtained a questionable low test result for one patient sample using the elecsys hcg + beta test system (hcg+b) on the cobas 8000 e 602 module. All results are in units of miu/ml, and all were released outside of the laboratory. The initial result was 1.82 miu/ml. The customer stated that they received a "low" data flag with this result; however, upon reviewing the data from the instrument, no data flag was present. On (B)(6)2017, the sample was repeated with a result of 293.0. There was no allegation that an adverse event occurred. The hcg+b reagent lot number is 17982505 with an expiration date of 01/31/2018. The customer did not notice any fibrin in the sample or any other sample quality issues. Calibration and qc were acceptable on the date of the event. The field service representative inspected the instrument, verified calibration and qc, and conducted performance testing which was acceptable. He suspected a possible sample issue (air bubble). Investigation activities are ongoing.